Event description:
It was reported that a tsb35 was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that after the third reloading, the jaw would not open due to the anvil dislodging. A new instrument was used to complete the case. There was no consequence to the pt.